Event description:
Customer reportedly rec'd results of 90 mg/dl and 157 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the system, replacement was sent.